Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found partial lead was returned in two pieces. The connector portion was 12.7 cm and the middle portion was 41.0 cm long. A full breach insulation degradation was noted at 4.5 cm from the connector pin. Surface cracking to outer insulation was noted and the outer insulation was separated at this location. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.